Manufacturer narrative:
No product or photographs has been returned to date for investigation; therefore, the condition of the persona trabecular metal (tm) tibial component remains unknown. Without product, both visual and dimensional evaluations could not be performed. X-rays have been provided for the case. An updated review of the compatibility matrix with additional components was performed and identified that it remains all the components were compatible. This device is used for treatment. An updated complaint history search identified no other complaint for the part/lot combination of the tibial, femoral or articular surface component. The revision surgical notes state that the patient underwent revision of a failed total knee arthroplasty (tka) associated with the tibial component recall. The tibial component was removed, 50% bony ingrowth was noted. The femoral and patellar components were well fixed. Cultures were negative for infection. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall contains the related tibial lot number. The corrective actions investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a design issue as the root cause.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog #42522000612, persona vivacite articular surface, lot #62427637 catalog #42502806802, persona cr porous femoral component, lot #62497728 no devices or photos were received; therefore the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. The device history records are reviewed for accuracy and completeness prior to the release of the product. An additional review of the dhrs would not provide additional information that would assist in determining the cause of the reported event. The primary surgery notes confirm that the patient underwent right total knee arthroplasty for having severe degenerative joint disease of right knee. Review of primary operative notes does not indicate root cause. The range of motion and stability were found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella using a no-thumb technique. The event detail reported confirms that tibia was not found to be loose during the revision surgery. The product history search performed did not find any other complaints against the part and lot combination of the related components. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient was revised due to pain.